Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure, the patient experienced a cardiac arrest. The right ventricular lead was attempted to be positioned and the patient developed hypertension and cardiogenic shock. It was unknown what had caused the cardiac arrest. The implanting procedure was abandoned. The lead was not used. No further information was available.